Event description:
It was reported that during a rotational atherectomy procedure, the burrs became caught on the end of the guide catheter. The physician attempted to "burp" them out of the guide and the end of the guide catheter tore. The entire system was removed without incident. No pt injuries or complications occurred.